Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the 2nd om. It is reported that approx 32 months post index procedure, the patient suffered a cerebrovascular accident. Investigator has assessed that the event was not related to the study device. It is reported that the patient expired 4 days post the cva event. Cause of death was identified as large left hemispheric stroke. It was not assessed if the death was related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).

Event description:
Atrial fibrillation, t wave abnormality and abnormal ECG occurred on the same day as the previously reported cerebrovascular accident approximately 32 months post index procedure. Cardiac enzymes and EKG received were indicative of an mi event. It was not assessed whether this event was related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death, cva/stroke). Evaluation conclusions: inherent risk of procedure - (death, cva/stroke). (B)(4).